Manufacturer narrative:
There was no reported product deficiency. The reported pt effects are listed in the xience v risk assessment as a known risk associated with coronary stenting. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. At an unk time in 2009, the pt was hospitalized for unk lung problems. Additionally, stent thrombosis was possible but not confirmed. The pt expired seven months later, after three hospitalizations. The cause of death is not known. No autopsy report is available. There is no additional info available.